Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor cable stopped working. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for eval. The device showed signs of clinical usage and no evidence of blood. A visual inspection was conducted. No defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. A pre-cautery test as was performed per the instruction for use with a reference hemopro 2, extension cable and the reference power supply vh-3010. The device failed the pre-cautery test. Intermittent operation was observed. An electrical eval was performed. The cable adapter was tested for continuity per material specification. The "din-pin5" to "receptacle-pin4" connection was intermittent. The circuit was interrupted as the cable was manipulated, indicating a break in the wiring. Based upon the eval results, the reported complaint was confirmed. The aware date on the initial in the report should have been 04/14/2015. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).